Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed new pain areas that the stimulation might be causing some agitation and discomfort whether it was turned on or off. It was also reported that the patient was experiencing increased leg discomfort. The physician determined that the pain was from the lead placement. The patient underwent a procedure where the lead was replaced. During the revision, the patient lost motor monitoring on the left leg after the lead was removed. The incision was closed; the patient was turned to the front and was woken up. The patient was able to move the leg and toes and was placed back to sleep then the procedure was completed. It was believed that the cause was unknown. The patient still had weakness but the physician expected a full recovery. No device malfunction was suspected.